Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a closure of the left and right common femoral artery attempted with two prostyle devices using the pre-close technique via a 9f sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly on the left access site, a cuff miss [suture retrieval issue] occurred. On the right access site, blood backflow was not observed and upon device removal, the link was noted to be separated from a cuff. The sutures of two new prostyle devices were successfully pre-placed on both access sites. The sheath was upsized to a 14f on the left access site and an 18f on the right access site and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Analysis of the returned device found a needle tip separation. The detached needle tip was not returned with the prostyle device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.